Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Post op visual by the physician noted the lead did not appear to be fractured. Explant method: intravascular, femoral. Technique/tools: dotter basket/snare. No complications.